Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The 3.00x16mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent was flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.